Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The returned delivery system is not applicable/germane to the reported hypotension due to a suspected polymer leak as outlined within the endologix field safety notice (fsn), fs-0012. Technical and procedural factors of the user (e.g. Use of the cross over lumen before polymer fill, catheter manipulation) are not causative for the majority of polymer leaks as was previously communicated, subsequently an evaluation of the returned delivery system is no longer warranted. At the completion of the clinical assessment, the patient experiencing hypotension due to a suspect polymer leak was unable to be confirmed due to lack of relevant medical records and imaging. However, this event is most likely device related due to a suspected polymer leak. As identified in fs-0012, the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is the most likely cause associated with this event. The patient will continue to be monitored. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office: contact has been updated. H6: method code: remove code 4114. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed there was no visible endoleak of any type present and the aneurysm was excluded. The patient will continue to be monitored.